Event description:
The customer reports they have a defective device with holes in it. This was noticed prior to use no patient involvement. No additional details provided.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspected device was sent to the supplier for further investigation. The device history record was reviewed, no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found. Should we have additional information in the future a follow up will be submitted.